Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in the colon during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare would not cut the target polyp. It was reported that the procedure was completed, however it was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.